Event description:
While transferring a resident the support belt ripped out of the corner of the invacare reliant series sling allowing the resident to fall out of the sling hitting her head on the floor. Fortunately, the resident had only a minor laceration to the scalp and did not even require sutures. Dates of use: (B)(6) 2010 - (B)(6) 2011, unk begin date.